Manufacturer narrative:
Concomitant medical products: product ID: dtba1d1 ICD implanted: (B)(6) 2015, 419478 lead implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had reached battery depletion prematurely due to high thresholds on the left ventricular (lv) lead. The device was explanted and replaced. The lv lead remains in use. No patient complications have been reported as a result of this event.